Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. The physician noted fluid around the laa of the patient prior to device deployment and suspected a perforation. The device was deployed with release criteria met. Fluoroscopy images of contrast in the laa did not reveal a perforation; however,the effusion continued to grow and the trans-septal site was alleged as the cause. The physician decided to put a closure device at the trans-septal location and effusion was stabilized. Pericardial tap was not performed due to the localized nature of the effusion around the atria. The patient remained stable and was discharged.